Event description:
It was reported that insulin was not observed to be dripping out of the cartridge tubing during the load sequence on multiple occasions. Supply changes were performed resolving the issue. Customer's blood glucose level was not impacted. Reportedly, at the time of the event, the customer was using fiasp insulin within the pump.

Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge tubing during the load sequence. A supply change was performed resolving the issue. Customer's blood glucose level was not impacted. Reportedly, at the time of the event, the customer was using fiasp insulin within the pump.